Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient's weight was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (500 mcg/ml at 150 mcg/day) via intrathecal drug delivery pump. The indication for use was noted as failed back surgery syndrome, lumbar radiculopathy, and spinal pain. It was reported that the event logs showed motor stalls occurred on (B)(6) 2018 at 01:38 with a recovery at 13:15 with another motor stall occurring at 14:53. They had not seen another motor stall recovery. The patient did not recently have an MRI. The patient started hearing the critical alarm "yesterday" (relative to (B)(6) 2018), except the event logs did not indicate any anomalies with the pump. The last refill was (B)(6) 2018 and there were no anomalies since that refill until the recent motor stalls. The hcp programmed the pump to minimum rate and planned to explant the device on (B)(6) 2018. The patient started experiencing chest pain "yesterday," (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient's pump was alarming again today ((B)(6) 2018) after they silenced it on (B)(6) 2018. The representative planned to check the pump tomorrow morning ((B)(6) 2018).

Manufacturer narrative:
H3: the pump was returned and analysis found motor/gear train anomaly. The stall was due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.